Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement include, but are not limited to, manufacturing damage, damaged during shipping, and inadvertent mishandling by user during sheath removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, when the protective sheath was removed from the xience stent delivery system (sds), the stent was loose and had dislodged from the balloon. Reportedly, there was no unusual resistance noted while removing the protective sheath. There was no patient involvement. No additional information was provided regarding this device issue.